Event description:
Radiologic studies were done. Pt. Was admitted on (B)(6) 2013, for operative repair of a bend relief disconnect involving the outflow portion of his heartmate ii lvad. The procedure was performed by implantation of a bend relief collar on (B)(6) 2013.